Manufacturer narrative:
D10/h3 additional information: software logs were returned but analysis was not completed at the time of filing. D11 additional information: additional concomitant product: section d information references the main component of the system and other applicable components are: product ID: cmptr 9735764rpend nav with pcoip s8 svc, serial/lot #: unknown. H3 device evaluation: a medtronic representative went to the site to test the equipment. It was confirmed all cables were connected properly. The solid-state drive (ssd) was replaced, but the issue was not resolved and navigation was still unresponsive and freezing. The computer was then replaced. Navigation ran normally after the computer replacement and the system then passed a system checkout. H6 additional information: additional fdd code provided. Fdm 10, fdr 114, fdc 4307 apply to the system checkout. Fdm 4118, fdr 3233, fdc 11 apply to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735999, lot/serial #: (B)(6). H3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The ssd was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned ssd was installed in a known functional system and upon initial boot, the ssd booted normally in admin. Subsequent boots in admin resulted in the same results. However, when logging into the system, there was a blue screen and no icons were present. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: clarification was received that the old ssd (solid state drive) was reinstalled in the new computer. The computer was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. The unit passed all testing. No failure was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information not available on the date of filing. Other relevant device(s) are: sw kit 9735740 stealth s8 spine, version 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a sacroiliac and thoracolumbar procedure the system became unresponsive. There was a delay of less than one hour. There was no reported impact on patient outcome. A manufacturer representative (rep) reported that the system wasn't becoming unresponsive for him however the screen went black with a no video signal when he was trying to get logs. He rebooted the system and went back into admin. The rep was able to get logs from the system and will send them in. Technical services (ts) also sent a flow chart to walk through the no video signal complaint. Ts requesting a checkout and looking into a computer replacement.